Event description:
It was reported that (2) hp052 were tested pre-op for an unknown procedure. The device was giving solid tone when activated. The case was completed with another hp052. There was no pt consequence.